Event description:
Customer reported tha a pt who was very agitated was restrained with the limb restraint and was able to release himself and self-extubated. The strap gave as the quick release buckle was attached to the bed frame. Customer reported the issue occurred in (B)(6) 2014 (specific day unk). No pt injury was reported.

Manufacturer narrative:
Product was requested to be returned for eval however, product was discarded by the user facility. Note: this report submitted based on the customers initial reported issue. (B)(4) performed an in-service fro the customer to address proper usage and product for these types of pts. (B)(4).